Event description:
Reportedly, during testing, the touch panel did not work and the coin battery voltage was lower than expected. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).